Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to correct the report problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer felt resistance on the universal surgical manipulator 3 (usm 3). The customer power cycled the system but the issue remained, the technical service engineer (tse) advised the customer to check the drape but the customer stated nothing was wrong with it. The tse then advised the customer to hard power cycle the system. The issue continued to hinder the surgeon and it was noted that the instrument tip would wobble when trying to move the usm. At certain positions the usm would not respond to the surgeon inputs and then at a time it would jerk in the intended direction. The customer abandoned the usm3 and used an additional laparoscopic tool along with the system. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) 1 was analyzed and found reported issue could not replicate nor confirm the reported complaint movement defect sluggish/delay. No additional findings. Isi received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) 2 was analyzed and found in system logs, no error was found to be associated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the yaw searchlight was inspected, and no faults could be identified. The complaint regarding the arm was difficult to move was not confirmed by failure analysis.